Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported problem was "our erbe is giving an error". The reported problem was able to be confirmed using logs to see error c-34, c-30, m-11 and m-18 occurring on 7/29/2025. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, upon booting error c-34 displayed, c-34 is the error seen most on this logs look up. As a result of these findings, the root cause of the reported event could not be determined the unit is an OEM produce and cannot be opened on site for further investigation. The erbe will sent to OEM for further investigation. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an error occurred on vio dv integrated electrosurgical unit (iesu). The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, the customer power cycled the iesu and changed the green energy cords and monopolar curved scissors (mcs) instrument, but the issue was not resolved. The surgeon elected to continue the planned procedure using the existing iesu with only bipolar energy and no monopolar energy. Additionally, the customer indicated that they had no activation cord for the external esu; therefore, they were unable to use it. The procedure was completing as planned with no reported injury.